Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation. The fsca number is included in this report.

Manufacturer narrative:
The event of MRI not advised. The generator battery is too low was reported to abbott. The patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.